Event description:
Additional information received reported there was no damage or other issue with the microcatheter that would have contributed to the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a pipeline flex embolization device and a phenom-27 catheter were returned for analysis. No bends or kinks were found with the pipeline pushwire. The hypotube was found to be stretched and ptfe was found to be pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The distal wire was found to be separated at dps sleeves. The dps sleeves were found to be damaged. The tip coil was found to be damaged. The braid was found to be within hub of phenom hub. In order to remove the braid, the catheter was dissected (cut). The proximal braid end was found to be collapsed and frayed. Distal braid end was found to be collapsed and frayed. The broken distal wire was sent out for sem (scanning electron micrographic). No other anomalies were found with the device. No damages were found with the phenom hub. The phenom-27 total length was measured to be ~158.6cm (reference: 156.5cm). The useable length was measured to be ~152.0cm (specification: 150.0cm ±5cm) which was found to be within specification. No bends or kinks were found with the catheter body. No damages were found with the distal tip. The distal wire was sent out for sem (scanning electron microscopy) analysis for failure analysis of the broken wire. Per the sem analysis report, the wire failed via torsional overload. No other anomalies were observed. Resistance testing was unable to be performed due to phenom damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was confirmed as both braid ends were found to be collapsed. A possible cause is re-sheathing the device more than the recommended two times. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Based on the device analysis and reported information, the customer¿s report of ¿pushwire break/separation¿ was confirmed. The investigation determined that this event was similar to an event that had already been investigated, regarding the pipeline flex pushwire separation issue; therefore, another investigation is not necessary. In addition, the customer reported having removed the pipeline from the catheter incorrectly. Based on the device analysis and reported information, the customer¿s report of ¿device to device/entanglement¿ was unable to be confirmed. Possible causes of failure are excessive resistance or user operational context if user advances or retrieves intraluminal device against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that the distal end of the pipeline shield failed to open during the procedure. The surgeon decided to remove the pipeline to inspect it. It was noted the surgeon removed the pipeline incorrectly by pulling it back through the whole phenom 27 microcatheter causing the pushwire to break into 2 pieces. Part of the pipeline was removed and the other part remained in the phenom catheter. All devices were prepared as indicated in the instructions for use (IFU). The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. No other steps were taken or devices were used to help open the pipeline. There was no friction or other difficulty. Both devices were replaced to complete the procedure. There were no patient symptoms or complications associated with this event. The patient was undergoing a procedure for flow diverter implantation to treat an unruptured fusiform aneurysm of the left terminus internal carotid artery (ica). The aneurysm max diameter was 10mm and the neck diameter was 10mm. Vessel tortuosity was moderate. Post-procedure angiography showed normal blood flow.